Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range (oor) pace lead impedance (pli)measurement of greater than 2,000 ohms. The field representative reported that the cause of high oor pli was not determined, although there is a possibility that there was a fracture near the header of the device. The lead was tested through pacing system analyzer (psa) and still got high oor impedance. The cardiac resynchronization therapy defibrillator (crt-d) remains in service while the lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.